Manufacturer narrative:
This follow-up report is being submitted to relay additional information. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident was unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned, as its location is unknown. The investigation is currently in process. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported in a journal article that 5 patients experienced post-operative dislocation. Attempts to obtain additional information have been made; however, no more has been provided and patient outcome is unknown.